Manufacturer narrative:
This report is submitted on august 15, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence at implant site. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. This report is submitted on september 20, 2022.